Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the mini vision stent delivery system (sds) could not cross the lesion. The stent moved on the sds proximally during the crossing attempt. It was removed from the pt and poba only was performed. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and shaft. There was moisture visible in the balloon and inflation lumen. The protective sheath was not returned. The stent implant was returned loose on the balloon. No damage to the stent implant was noted. The distal and middle portions of the balloon were tightly folded; however, the proximal end of the balloon was bunched. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 3 mm proximal to the guide wire exit notch. No other damage to the sds was noted. A laser micrometer was used to measure the stent outer diameters and these met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the rx mini vision would not cross the lesion and that the stent implant moved slightly proximal on the balloon. Analysis of the returned device found the stent implant outer diameters to be within specification, with no damage noted to the stent. The stent implant was loose on the balloon; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal and middle portions of the balloon were tightly folded. The proximal end of the balloon was bunched and a kink in the hypotube was found 3 mm proximal to the guide wire exit notch, which likely occurred during the attempts to cross the lesion. Cross can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, pt anatomical morphology, and pt disease state. The reported difficulties are likely attributed to the operational context of the device. There does not appear to be a product quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.